Event description:
It was reported that there was damage between the main body and twist clamp of two (2) minicap transfer sets. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h11. H10: two (2) actual devices and a video were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The video showed the person was demonstrating difficulty closing the twist clamp. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The twist clamp function was performed by hand with difficulty to close. The white twist clamp locked into close position on both samples. Torque engagement testing was performed and readings were within specification for sample one. Sample two was tested with readings out of tolerance. The reported damage was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.